Manufacturer narrative:
Findings: pump received with no backlight due to faulty el panel. Pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window.

Event description:
It was reported that the customer had a backlight anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. It was explained to the customer that backlight will only work only if pressed before any other button. The customer states that the backlight don't work. The customer was instructed to install a new (B)(6) aaa alkaline battery. The customer states backlight don't work. The customer was advised that the insulin pump will need to be replaced.